Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35-40 mg/dl and high blood glucose levels of 345 mg/dl. The customer did not indicate any symptoms or events leading up to the incident. The customer was treated for the low blood glucose with carbs, and the high blood glucose with manual injections and the insulin pump. Customer¿s blood glucose level was 321 mg/dl at the time of the call. The customer was assisted with troubleshooting and did not identify any malfunctions with the insulin pump. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.